Event description:
It was reported that during a laparoscopic cholecystectomy, an endopouch pro46 was used to remove specimen. While removing specimen, support arms broke off device, leaving the pieces of the instrument in the abdomen. Pieces were recovered. The gall bladder was retrieved using an additionalbag. Procedure completed with no patient consequences.